Event description:
Increased incidence of positives and false positives using architect core-m compared to axsym core-m. A 1.8% grayzone/positive using axsym core-m. A 2.9% grayzone/positive using architect core-m. Of 9 initially positive/grayzone results, 6 repeated as negative on the axsym. Two were not retested on axsym. One specimen repeated as positive on the axsym. A 67% false positives comparing axsym to architect. Dates of use: #1: (B)(6) 2010; #2: current. Diagnosis or reason for use: viral hepatitis.